Event description:
Nausea, bloating, fatigue, neck pain, shoulder pain, pelvic pain, light headedness, hot flashes, sweating, acne, severe headaches, vein pain (in forearms), weight gain, shortness of breath, worsening vision, easy bruising, slow healing of cuts/sores, depression, suicidal thoughts.